Event description:
It was reported that patient presented in clinic for a follow up exam. Episode of auto mode switch due to noise on the rv channel resulting in loss of pacing was noted via stored egm. Noise was not reproducible in clinic. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.